Event description:
A malfunction was reported on the customer's pump with a displayed malfunction code "malf 16." There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.